Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had heavily calcified iliacal and femoral tracjectory with a lot of tortuosity preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E1 added initial reporter address and city as they were omitted from the initial report that was submitted.